Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral bra roll (front) using cooladvantage applicator coolcore contour and on (B)(6) 2017 around the navel to the bilateral upper abdomen and bilateral lower abdomen using cooladvantage applicator coolcore contour and on (B)(6) 2017 to the center lower abdomen using cooladvantage applicator coolcore contour. Who developed paradoxical hyperplasia (pah/ph) on an unknown date after treatment. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the bra roll (front), upper abdomen, mid abdomen, and lower abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral bra roll (front) using cooladvantage applicator coolcore contour and on (B)(6) 2017 around the navel to the bilateral upper abdomen and bilateral lower abdomen using cooladvantage applicator coolcore contour and on (B)(6) 2017 to the center lower abdomen using cooladvantage applicator coolcore contour. Who developed paradoxical hyperplasia (pah/ph) on an unknown date after treatment. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the bra roll (front), upper abdomen, mid abdomen, and lower abdomen with paradoxical adipose hyperplasia.